Event description:
It was reported that this right ventricular (rv) lead on this pacemaker was exhibiting high out of range lead pacing impedances. The rv impedances were noted to be rising gradually. Technical services (ts) discussed potential reprogramming for the device. This rv lead remains in service. No adverse patient effects were reported.